Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article ¿transcatheter aortic valve replacement for severe aortic regurgitation with acute refractory cardiogenic shock¿ author guy achkouty et al. It was reported that an (B)(6) patient with a 19 mm edwards surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to valve degeneration. The tavr was performed with a 23 mm non-edwards transcatheter heart valve.